Event description:
It was reported that the right atrial (ra) lead showed high threshold. It was also reported that the right ventricular (rv) lead showed high bipolar impedance of 233 ohms and that the unipolar impedance (306 ohms) was higher than the bipolar impedance (233 ohms). Both leads have been capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.